Event description:
It was reported that patient had been having high blood glucose for two days and customer needed assistance in changing the sets. The customer was assisted in priming the insulin pump and declined to do troubleshooting for high blood glucose. Customer called back due to patient was having high blood glucose. Customer reported that the insulin pump was not delivering insulin. Customer's blood glucose was 586 mg/dl. Customer treated the high blood glucose with manual injections. Troubleshooting was done. It was found that the insulin pump was working fine and customer will call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.